Event description:
Information was received indicating that ambulatory infusion pump would reboot at starting. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis. The customers complaint was not was verified. Use testing was performed. Service replaced the rtc battery, backup capacitor, bent shorting bar and calibrated device and reinstalled software. The problem source is unknown.